Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for low blood glucose levels of 20 mg/dl. Prior to the event, the customer's husband could not wake her up, and called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.